Event description:
Suspected deflation.

Event description:
Possible deflation of left breast implant. Bilateral exchange with mcghan devices.

Event description:
Possible deflation of left breast implant. Bilateral exchange with mcghan devices.

Event description:
Suspected deflation